Event description:
A baxter employed nurse from (B)(6) reported an incident of constipation and peritonitis. On an unknown date, the patient became constipated. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose and once in 5 days, ip). On (B)(6) 2010, the patient began remedial treatment with gentamycin (40mg, daily, ip). Dianeal therapy was ongoing as well as remedial therapy with vancomycin and gentamycin. It was not reported whether the patient's constipation resolved. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy. A causality statement was not reported for the constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.